Manufacturer narrative:
(B)(4). The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Manufacturer narrative:
(B)(4). Boston scientific received additional information that this device was later explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The alert was displayed in the patient's remote monitoring system and was confirmed at the hospital when the device was interrogated with a programmer. The patient reported hearing beeping tones from the device. A copy of the device data was saved to a disk for analysis. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Diminished performance of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.